Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. The fracture surface is homogenous which indicates material conformity. No product fault could be detected. Based on the provided details we are not able to determine the cause of this breakage and can only assume that a complication during the healing process caused the breakage of this plate.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Patient implanted with lcp plate and screws on (B)(6) 2012. Approximately six weeks later, (B)(6) 2012, an x-ray showed the plate was broken. Patient returned to or on (B)(6) 2012, plate was removed and was replaced with another plate.